Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the centrimag blood pump and the reported event could not conclusively be established through this evaluation. The centrimag blood pump IFU states that the pump has not been qualified through in vitro, in vivo, or clinical studies for long-term use (longer than six hours) as a bridge-to-transplant or for pending recovery of the natural heart. This document also lists hemolysis and thromboembolic phenomena as possible side effects that may be associated with the use of the centrimag blood pump and warns the user to monitor the circuit carefully for any signs of occlusion. Additionally, this IFU explains that the pump is intended to be used with systemic anticoagulation and instructs the user to always have a spare centrimag blood pump, back-up console, and equipment available for change out. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
A user facility medwatch was received that states: patient was transferred from outside hospital on (B)(6) 2018 with complaints of sob and chest pain. Patient was found to have a nstemi and pulmonary embolism. She was two weeks postpartum at the time. She was also found to have paradoxical coronary embolism and spontaneous coronary artery dissection. The left heart cath was consistent with those findings. Ef at this time was 40-45%. Patient was found to be in cardiogenic shock and was taken back to the or to do a CABG x 2 which was unsuccessful. Centrimag was initiated during this operation on (B)(6) 2018. The patient continued to decompensate. It was decided to do a heartware implant on (B)(6) 2018. On the morning on (B)(6) 2018, a sedation vacation was attempted and she wouldn't arouse, became tachypneic and hemodynmaically unstable. Sedation was restarted. Mds noticed changes in vitals and a decrease in urinary output and an increase in lactate. Mds wanted to start argatroban, but a CT of head and body were done to assess internal hemorrhage before the medication was started. Findings were as follows: complete infarction in the posterior circulation involving the occipital lobes and left cerebellum. Consider basilar artery thrombosis. Multiple areas of acute infarct in left and right cerebral hemispheres, as well as left cerebellum. Compatible with thromboembolic disease. Nearly occlusive thrombus just beyond the left m1 bifurcation. Distal posterior cerebral artery branch occlusive bilaterally. No acute intracranial hemorrhage to date. Neuro was consult and patient was started on 3% normal saline IV. A hit panel was sent. Sedation was turned off, heparin gtt started. Heparin was changed to argatroban when hit panel came back positive. Pallative care was consulted. (B)(6) 2018 patient opened eyes and follows commands on left,but is still weak on right. Patient currently remains in cvicu.

Manufacturer narrative:
User facility report was received 21may2018. Additional event details were provided within event than previously reported. Relevant tests/laboratory data, other relevant history: the information as received with the user facility report which is attached to this medwatch submission. Uf/importer report number: the user facility report number was provided as (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
The patient age, weight and gender were requested, but were not provided. The serial number of the device was requested but was not provided, therefore the manufacture date, device unique identifier (UDI) and the age of the device are unknown. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was being supported with an extracorporeal circulatory support pump. It was reported that the centrimag (cmag) was implanted post-coronary artery bypass graft surgery. The patient continued to decompensate and it was decided to replace the centrimag with another manufacturer¿s device on (B)(6) 2018. After the implantation, a sedation vacation was attempted and the patient would not arouse, became tachypneic and hemodynamically unstable. The sedation was restarted. A CT of head and body showed complete basilar artery thrombosis with infarction in the posterior circulation involving the occipital lobes and left cerebellum, multiple areas of acute infarct in left and right cerebral hemispheres, as well as left cerebellum, nearly occlusive thrombus just beyond the left m1 bifurcation, and distal posterior cerebral artery branch occlusive bilaterally. The patient was started on 3% normal saline, sedation was turned off and heparin infusion started. The heparin was changed to argatroban. On (B)(6) 2018, the patient opened eyes and followed commands on left, but was still weak on right. The patient remained in ICU. Requested additional information indicated that a physician was not able to determine relationship of the event to the device and was not sure what caused the clot. No further information was provided.